Event description:
It was reported that the patient reported feeling like their "heart was skipping beats" and that there was intermittent capture noted in the right ventricular lead. It was further reported that micro lead dislodgements were confirmed by x-ray in both the right atrial and ventricular leads. The leads were both replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient reported feeling like their "heart was skipping beats" and that there was intermittent capture noted in the right ventricular lead. It was further reported that micro lead dislodgements were confirmed by x-ray in both the right atrial and ventricular leads. The leads were both replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.